Event description:
It was reported that loss of aspiration occurred. The stenosed target lesion was located in the iliac artery. An angiojet solent omni was selected for use for a thrombectomy procedure. During the procedure, after completing the spraying phase, the system was switched to thrombus aspiration mode. Continuous aspiration through the catheter yielded no blood or saline return, indicating the catheter remained empty throughout the aspiration process. The procedure was completed with another of same device. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni catheter was returned to our post market quality assurance laboratory. Visual examination was performed and revealed multiple shaft kinks. The catheter was successfully functionally tested with no aspiration issues or alarms present. No other issues were identified during the product analysis.

Event description:
It was reported that loss of aspiration occurred. The stenosed target lesion was located in the iliac artery. An angiojet solent omni was selected for use for a thrombectomy procedure. During the procedure, after completing the spraying phase, the system was switched to thrombus aspiration mode. Continuous aspiration through the catheter yielded no blood or saline return, indicating the catheter remained empty throughout the aspiration process. The procedure was completed with another of same device. No complications reported, and patient status was stable.